Event description:
It was reported that the lead exhibited noise and a sensing anomaly.

Manufacturer narrative:
Final analysis found an abrasion on the proximal insulation at 20.1 cm from the connector pin exposing the proximal coil to friction with the can. This would cause the reported problems.